Manufacturer narrative:
A follow up final is being submitted as the c code was updated to mechanical problem identified c07: stress problem identified c0706: fracture problem c070603 with internal clarifying code ep - torn/ripped component c070603-061.

Event description:
During an atrial fibrillation procedure, air was aspirated when aspirating blood. The introducer was replaced, but the same issue occurred. The introducer was replaced again, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.